Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff was torn during the cuff check of foley catheter.

Event description:
It was reported that the cuff was torn during the cuff check of foley catheter.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The first one shows a top view of a 2-way catheter and syringe. The next two photos zoom into the deflated balloon and tip and the funnel, evidencing solution in both arms (inflation and drainage). The last two photos show the catheter's information: 2758j16 lot nghw3788; and the tray's lot myjr2012. Received 1 all silicone foley catheter with syringe. Visually inspected catheter and no physical defects or tears were noted. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with returned syringe; and it did not inflate. Lumen to lumen leak was noted as the solution leaked to the drainage lumen. The balloon was dissected, and double perforation was observed (pin sizes: 0.013 and 0.026). The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.